Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys testosterone ii result for a patient sample tested on a cobas e 411 analyzer (disk system). The initial result was 1500 ng/dl (accompanied by a data flag). The repeat result was 23.78 ng/dl. A new sample was obtained and the result was 18.30 ng/dl.

Manufacturer narrative:
Qc and calibration were within the acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.